Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he was hospitalized due to high ketones. Treatment is done by hospitalization treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.